Manufacturer narrative:
The device analysis determined that the condition of the returned device was not consistent with the complaint incident. A tactile and visual examination found the unit with no defects on the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage was noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). When the physician attempted to insert a 2.50x16mm synergy stent delivery system (sds), it was noted that the stent was flared. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). When the physician attempted to insert a 2.50x16mm synergy stent delivery system (sds), it was noted that the stent was flared. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.